Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On april 1, 2021, the patient's family member reported that around the end of (B)(6) 2021 the patient's implanted neurostimulator (ins) went completely dead.   The patient met with their doctor and a manufacturer representative (rep) in april 2021.  It was decided to replace the ins in (B)(6) 2021.  No symptoms reported. Additional information was received from the manufacturer representative (rep) on may 18, 2021. They reported that they were informed on (B)(6) 2021 that the patient was going to have the ins replaced because it reached end of service; they were not made aware of an issue with the device, and they were still waiting for the surgery date. The rep did not know any other information requested in follow up.